Manufacturer narrative:
Product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(4), product type lead. (B)(4)

Event description:
Additional information received reported the cause of the event was the patient had not experienced relief with medication. It was noted that the patient may not have been the ideal candidate for stimulator. The patient had experienced pain relief with stimulation off for several months. The patient had not required hospitalization. There was no patient injury.

Event description:
It was reported that the patient had stimulation in the wrong location where he had "no pain" and never had therapeutic effect. It was noted that the problems occurred since implant and the company representative could not program the device the day of implant. It was reported that the device "never worked" since implant, but the trialing system worked "well" and got rid of "95%" of his pain. It was noted that the company representative had met the patient 8-9 times for reprogramming. It was reported that a lead had "moved" and the patient would have to get a lead revision. It was noted that the lead revision was performed (B)(6) 2013 and it "did not help" to provide relief. It was stated that the patient's pain was "getting bad again". It was reported that the patient saw his health care provider (hcp) the day prior to the report and the hcp said, the lead kept "moving around" and there was "nothing" they could do to help the patient. It was noted that the patient had not experienced any falls or trauma. It was reported that the patient was about to "give up on it" .

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 9565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).